Manufacturer narrative:
(B)(4).

Event description:
It was reported that a single episode of non-sustained lead noise was observed. The patient was asymptomatic. Programming changes were made. Patient will continue to be monitored.